Event description:
While brushing the refill head falls off in mouth- oral b power care [device breakage] case narrative: consumer via call stated that while brushing the refill head falls off in mouth, when transferring to one side to the other side. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
28-jan-2026 product investigation results: complained product received, user handling was identified as root cause for the complaint.

Event description:
While brushing the refill head falls off in mouth- oral b power care [device breakage]. Case narrative: consumer via call stated that while brushing the refill head falls off in mouth, when transferring to one side to the other side. No injury was reported. 28-jan-2026. Product investigation results: "no manufacturing cause' and 'no design issue' identified based on investigation.